Event description:
The reporter called and alleged discrepant results when compared to a lab. The reported device result was 5.7 and 3.9 inr. The corre4sponding lab result reported was 4.3 and 2.9 inr. The pt information is for the second results, no pt information was given for the first results.